Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove excess skin overgrowth from around the abutment site. During the same surgery, the patient was injected locally with epinephrine. The implanted devices remain.